Manufacturer narrative:
Additional information was provided on april 18th, 2023, was received that further troubleshooting was performed and it was found that the pump was functioning as intended and no evidence of a shutdown unexpected was found. Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event is not reportable based off 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose was 100 mg/dl. No additional information was provided.